Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported button or keypad issues with the insulin pump, sensor updating alert and also alleged transmitter was faulty. Customer reported blood glucose value of 272 mg/dl and was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040ma, mmt-332a, mmt-1884, mmt-7841zn, unomedical. Troubleshooting was performed for stuck button alarm and was reported there was a response from any button. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-332a. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue to use the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. All buttons function properly. Unit was successfully downloaded using thump for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No sensor updating/sg not available or alerts/anomalies/alarm noted during test. Pump was cut open to perform visual inspection and found no moisture damage to the pcba 1, pcba 2, motor home switch and force sensor. 0.0 can be seen when programing a basal. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. No communication pump to transmitter was not confirmed. Sensor updating/sg not available no current code/category (sensor updating/sg not available) was not confirmed. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.